Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported edema and fluid overload could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2021 for 3+ edema and fluid overload. The patient reportedly was non-compliant with their medications. The patient also reportedly appeared to have an infected driveline exit site. The patient had no initial cultures drawn and had negative blood cultures on (B)(6) 2021. The patient was discharged on (B)(6) 2021 on medications. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in reference to preventing infection. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that the results of the blood cultures were negative. It was stated that it appeared infected, but no initial cultures were taken, the culture on (B)(6) 2021 was negative. Patient was discharged on (B)(6) 2021 on cephalexin 500 mg three times a day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with 3+ edema and fluid overload as the subject has not take any of her hypertensive or diuretics since discharge from implant hospitalization. It was reported that the patient came to clinic for follow up visit where dressing was found to be grossly dirty, contaminated and likely infected due to pus under dressing. Patient's treatment included changes to medication and antibiotics. As of (B)(6) 2021 blood cultures are pending but the patient continues to be treated with changes to medication and antibiotics.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.